Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of september 2022 but a specific date could not be identified. The olympus endoscopy support specialist (ess) reviewed the reprocessing steps with the customer. Additionally, it was reported that the customer is not going to reprocess dilators in the oer-pro as this has not been validated. The device history record was unable to be reviewed for this device, as only the 3 digit lot number was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the unapproved needle attachment was used during reprocessing because the customer deviated from the instructions for use. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿3 instruction manual this instruction manual contains essential information on using this product (maj-1904) safely and effectively. Before use, thoroughly review this manual, the instruction manual for the endoscope reprocessor, and the separate ¿list of compatible endoscopes/connecting tubes¿ supplied with the olympus endoscope reprocessor.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer inquired about ordering a connector to use with the connecting tube in the endoscope reprocessor. The customer sent an image of the needle attachment, to which tac informed the customer that the connectors and dilators were not approved to be reprocessed in the endoscope reprocessor. Tac emailed the customer the guide of the compatible connecting tubes for approved use. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an unapproved needle attachment had been used to reprocess the connecting tube. The issue occurred during reprocessing, and there was no patient harm associated with the event.